Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with muscle stimulation. The device status report showed backup vvi mode, due to low battery further troubleshooting could not be performed. The device was explanted, the patient was stable post procedure.